Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise on the right ventricular (rv) lead in unipolar configuration. The device was interrogated and the lead was reprogrammed to bipolar sensing. The lead remains in use. No patient complications have been reported as a result of this event.